Event description:
It was reported that during a shoulder arthroscopy/rcr procedure, after the seventh pass through the patient¿s tissue, the tip of the scorpion needle, lot: 10196766, broke off. It is very possible during the duration of the case that it could have contacted bone. At the time of breakage it was just being passed through tissue. The tip was unable to be retrieved and was left in the patient¿s tissue. A second scorpion needle was opened to complete the case. Patient is a male, (B)(6).

Event description:
It was reported that during a shoulder arthroscopy/rcr procedure, after the seventh pass through the patient¿s tissue, the tip of the scorpion needle, lot: 10196766, broke off. It is very possible during the duration of the case that it could have contacted bone. At the time of breakage it was just being passed through tissue. The tip was unable to be retrieved and was left in the patient¿s tissue. A second scorpion needle was opened to complete the case. Patient is a male, 62.

Manufacturer narrative:
Follow up submission due to narrative text having been erroneously omitted in the initial submission. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a shoulder arthroscopy/rcr procedure, after the seventh pass through the patient¿s tissue, the tip of the scorpion needle, lot: 10196766, broke off. It is very possible during the duration of the case that it could have contacted bone. At the time of breakage it was just being passed through tissue. The tip was unable to be retrieved and was left in the patient¿s tissue. A second scorpion needle was opened to complete the case. Patient is a male, 62.

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification.